Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of pain due to their implantable pulse generator (ipg) rubbing off their collar bone. The ipg was repositioned to sub-muscular location and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.